Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event where infusion set tubing was detached from connector on 09-jun-2024. The infusion set was in use for 1.5 - 2 days. Patient replaced infusion set and resumed insulin successfully. No further information available.